Event description:
Event was reported to caldera medical by an attorney. The pt has suffered abdominal pain, pain with intercourse, recurrent incontinence, and infection. No further info has been provided.